Event description:
It was reported intermittent occlusion alarms. The customer reported an elevated blood glucose on 05/06/26 that was displayed as ¿high," although a specific value was not provided. The customer addressed high blood glucose by giving correction injection. The customer removed the pump and reverted to an alternate method of insulin therapy.